Event description:
In preparation for an unspecified procedure, the physician used a cook memory ii double lumen extraction basket. It was initially reported that during testing, the device got stuck and the mesh failed to deploy. The physician was concerned that it might not function properly once placed inside the patient. Therefore, a new set was used instead. There was no reportable information at that time. The device was received for evaluation on 23jul2025 and the drive wire was broken from the handle (subject of report). This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
E1 - phone number: (B)(6). Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The photo provided shows the device coiled inside of the open pouch; however, the device is only partially visible. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted. No visible damage was noted upon initial inspection. During handle manipulation a grinding noise was noted within the handle. The basket did not retract or advance in response to the handle manipulation. The device was disassembled and it was found that the drive wire was separated from the handle. There was nesting of the drive wire observed inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the basket out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to manipulate the basket. This report was due to a separation of the device in the handle. The cause of the separation is unknown. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.